Event description:
It was reported that a stent dislodgement occurred. Vascular access was obtained via femoral artery. The 16mm x 3.5mm, 100% stenosed target lesion was located in a moderately tortuous and severely calcified unspecified artery. A 3.50x16mm promus element stent delivery system was used to treat the lesion. The physician could not implant the stent because it was peeled away from the balloon inside the subject. The stent was removed by using a retrieval device. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the returned device found the device was returned to the complaint investigation site with the stent detached from the stent delivery system (sds). The stent was not returned for analysis. The balloon of the device had the appearance of having been inflated and deflated. A visual and microscopic examination found that the hypotube was kinked at 105 mm distal to the distal end of the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. Vascular access was obtained via femoral artery. The 16mm x 3.5mm, 100% stenosed target lesion was located in a moderately tortuous and severely calcified unspecified artery. A 3.50x16mm promus element ¿ stent delivery system was used to treat the lesion. The physician could not implant the stent because it was peeled away from the balloon inside the subject. The stent was removed by using a retrieval device. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).